Manufacturer narrative:
Additional information was received on 2020-07-10 that made this complaint reportable. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860 k130470.

Event description:
It was reported that while using the bd instrument max clinical the pcr curves were jagged resulting in false positive patient results. The customer is repeating runs that are difficult to interpret. No erroneous results were reported out, and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Readers were normalized. Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The complaint is not confirmed. The root cause is unknown. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data.  No new risks, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd max¿ instrument false positive results were obtained by the laboratory personnel. The pcr curves appeared jagged, and the customer repeated the samples. No erroneous results were reported out, and there was no report of patient impact.